Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that the patient had pain at the implantable neurostimulator (ins) pocket site. These issues started on (B)(6) 2016. The patient had constant pain at the pocket site with numbing and pain down their left leg only during device use. The cause of the pain was not determined. An impedance check was performed and the system was within normal range. The system was planned to be removed but explant was pending at the time of the report.